Manufacturer narrative:
The device has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter displayed an error alert while the pump was delivering a bolus. It was reported the meter and pump were within range when the error occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. The meter powered on per specification and successfully paired with a test pump. A bolus was successfully delivered through the meter and no errors occurred during testing.